Manufacturer narrative:
The valve was patent; however it did not pass siphon, reflux and leak testing due to a tear in the base of the silicone dome. It is unk how or when this damage occurred. This damage precluded pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that several days after the device was implanted, it was found that the device had malfunctioned. According to the report, a CT scan showed device leakage, so the device was explanted.